Event description:
It was reported that the pin that holds the pituitary together is broken and the instrument could not open or close. No pt complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. The visual macroscopic exam shows the tip of the dynamic shaft is cracked by the pin hole. The pin was not returned for this analysis. It appears that excessive torque was applied to the instrument which may have caused this tip to crack. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.